Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the unit was delivered to the customer on april 28, 2011. The lm reported that the most probable causes for the reported event are as follows: as 9 years or longer have passed since the delivery of this product, it is presumed that the pin of the video connector socket wore out due to long-term repeated use. It is presumed that this caused unstable electrical contacts on the connector and affected the image transmission between the endoscope and the video processor, resulting in image flicker. It is presumed that the event occurred because the lamp was used for a long time and the lamp was nearing the end of the life.

Manufacturer narrative:
The device was returned to service center for evaluation. The customer¿s complaint of a flickering image was confirmed. The unit¿s pins inside the video connector were found worn out causing flickering image when wiggle the pigtail. In addition, the connector block was worn out causing an unsecured connection to scope. The paddle housing needed to be replaced. There was browning on both the a&b lamps. An investigation is ongoing to obtain additional information regarding the reported event. The legal manufacturer will review the content of this complaint for further investigation.

Event description:
The service center for was informed that during an unspecified procedure, the image was flickering on the display. It is unknown if the intended procedure was completed. There was no patient injury reported.